Event description:
Subsequent to the initial report, the following information was provided: it is unknown if the two ends of the lock line were twisted during unwrapping. There were no knots observed, and the lock line was removed slowly. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide catheter: guideliner; mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history, and the analysis of the returned product were reviewed. The device was returned for further investigation. During device testing, it was noted that dried blood was present on the clip cover, the delivery catheter (dc) handle body, and in the tray. The clip delivery system (cds) was returned with the clip fully closed and the arm positioner in the full closed position. One end of lock line was visible exiting the lock lever, and the other end was contained inside the lock lever. Lock line removability was tested on bench top, with a 90 degrees curve applied in the medial direction, by pulling on the free end; the lock line was not able to be removed. Using tweezers, the lock line was able to be manually pulled on one side of the clip harness; the other side was not able to be translated using tweezers. Upon opening the dc handle body and removal of the lock lever, both ends of lock line were accessible. Retraction of the lock line (originally inside the lock lever) revealed a knot that was interacting with the hypotube / lumens. The lock line was able to be removed without issue by pulling on this end of the lock line. Therefore, the unable to remove lock line was confirmed as a result of a knot in the lock line interacting with the hypotube / lumens of the device. Potential causes for the inability to remove the lock line can include, but are not limited to, manufacturing anomalies (wrapping technique of lock line), patient conditions such as anatomical morphology / pathology, user technique or procedural conditions (unwrapping technique). With respect to the patient condition, procedural conditions and/or user technique, inability to remove the lock line may be influenced by user technique such as the unwrapping and/or removal technique of the lock line, or the twisting of the lock lines prior to removal of the polyimide tubing. Through investigational testing of the device, it was identified that the lock line was not able to be removed due to the presence of a knot in the lock line, which interacted with the hypotube / lumens causing resistance. It is possible that during the unwrapping process, the end of the lock line may have become twisted, resulting in a knot during lock line removal; however this cannot be confirmed. Based on the information reviewed, a definitive cause for the inability to remove the lock line was determined to be related to the knot in the lock line; however the cause for the knot could not be definitively determined. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot found no other incidents of unable to remove lock line. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is reported for inability to remove the lock line during use with the mitraclip clip delivery system, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. During deployment of the clip, the lock line ends were unwrapped without issue. No resistance was noted while checking the lock line movability; however, after the lock line was retracted approximately 4 cm, it became stuck and could no longer be retracted. It is unknown if the clip moved at all when the issue was noted. The clip delivery system, with the clip, was removed. A new cds was used to complete the procedure. The mr grade was reduced to 1 with the implantation of one clip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.